Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported from the clinical study site that on (B)(6) 2017 the patient presented to the emergency department (ed) with persistent driveline drainage and chills and was admitted for further evaluation. Infectious disease (ID) was consulted on (B)(6) 2017 and are waiting to determine what the source of the infection is to discuss overall care goals. It was reported that the patient has had no fevers since (B)(6) 2017. Palliative care was consulted on (B)(6) 2017 and determined patient is hoping intravenous (IV) antibiotic will continue to give him good quality of life. Internal cardiac defibrillator (ICD) is to be turned off and inquires on what hospice will use once a decision is made for no more hospitalization. It was stated that the patient is to be discharged when international normalized ratio (inr) is therapeutic. It was reported that the issue was resolved on (B)(6) 2017 and was discharged home with a peripherally inserted central catheter (PICC) line in place for a course of cefepime. No additional information available.